Manufacturer narrative:
A lot number search was performed for the injector and there were seven similar complaints. A lot number search was performed for the foam tip plunger, and there were no similar complaints found.

Event description:
The reporter stated that the surgeon was using a eyeonics lens in the mtc-60cfp cartridge and the back haptics looked bent into the cartridge. When trying to reload lens, the haptic was still bent. The surgeon decided to use a different lens, no patient contact.